Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and the link electronic module board was replaced and calibrated, and that the system fan was noisy and it was also replaced.

Event description:
It was reported that the programmer experienced telemetry failure. Follow-up was unsuccessful in determining whether or not the radio frequency programmer head had been changed out and could therefore be eliminated as a source of the issue. It was further requested that the programmer receive a test and calibration procedure. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.